Event description:
It was reported that the smartsite between a medication syringe and syringe tubing split in half. No add'l info was available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). No product was returned for investigation despite multiple requests. The customer complaint of smartsite split in half could not be confirmed due to the product was not returned for failure investigation.